Event description:
Customer states sample was clotted; when initially check for clot there was no clot but after recentrifuged and rerun on analyzer sample was clotted. The sample had a normal ptinr value but was stopped on the analyzer for an early reaction error for the aptt. The sample was checked for a clot and adequate volume, no clot was found. The sample was re-centrifuged and run on the analyzer again for aptt. Aptt was run in extended mode and the same early reaction error appeared. The sample was checked again for a clot and then there was a large clot present. The affected samples are from different patient units in the hospital and are being collected by the units (not laboratory staff). The time of collection to analysis ranged from 12 minutes to 79 minutes. When the patient samples are recollected, the recollected sample has no issues/no clot. Other samples have been drawn during same collection and edta tube was not clotted. Tubes are filled adequately (with in +/- 10% of fill line). When asked if the tube is inverted 4 times after collection as recommended by IFU, customer responded unknown as the laboratory does not perform the phlebotomy for the affected samples. The staff who collected the samples have received clear instruction regarding sample collection including the number of inversions required to obtain satisfactory samples. The analyzers utilized for initial analysis is the siemens cs0-2500, if additional validation is required then the siemens bcs-xp is utilized. Customer contacted analyzer manufacturer, siemens. Siemens indicated that the delayed clotting issue is not related to the analyzers based on their review of the data at this time. Siemens will continue to follow this issue as more information is provided to them.

Manufacturer narrative:
Gbo complaint no: (B)(4). Received 4pc 454322/b200636p for evaluation. We have no further inventory of the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. It was found that the draw volume was slightly increased, which may lead to a slight overfill. However, the citrate to blood ratio is the important factor in coagulation testing. Mixing ratio between citrate and blood was found to be within tolerance. The complaint is not justified.

Manufacturer narrative:
Gbo complaint no: (B)(4). We received sample from the same lot and material from the customer for the evaluation. We do not have further inventory for this material/batch. Customer did not provide pictures or other clarification. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplement report will be filed.

Event description:
Customer states sample was clotted; when initially check for clot there was no clot but after recentrifuged and rerun on analyzer sample was clotted. The sample had a normal ptinr value but was stopped on the analyzer for an early reaction error for the aptt. The sample was checked for a clot and adequate volume, no clot was found. The sample was re-centrifuged and run on the analyzer again for aptt. Aptt was run in extended mode and the same early reaction error appeared. The sample was checked again for a clot and then there was a large clot present. The affected samples are from different patient units in the hospital and are being collected by the units (not laboratory staff). The time of collection to analysis ranged from 12 minutes to 79 minutes. When the patient samples are recollected, the recollected sample has no issues/no clot. Other samples have been drawn during same collection and edta tube was not clotted. Tubes are filled adequately (with in +/- 10% of fill line). When asked if the tube is inverted 4 times after collection as recommended by IFU, customer responded unknown as the laboratory does not perform the phlebotomy for the affected samples. The staff who collected the samples have received clear instruction regarding sample collection including the number of inversions required to obtain satisfactory samples. The analyzers utilized for initial analysis is the siemens cs0-2500, if additional validation is required then the siemens bcs-xp is utilized. Customer contacted analyzer manufacturer, siemens. Siemens indicated that the delayed clotting issue is not related to the analyzers based on their review of the data at this time. Siemens will continue to follow this issue as more information is provided to them.